Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited high impedances on the high voltage c oil. It was suspected to be related to the patient's clinical condition. The lead remains in use. No patient complications have been reported as a result of this event.